Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event on the same day of onset and was treated intraperitoneally with cefazolin and ceftazidim (does, routes, and frequencies not reported) for the event. The patient was discharged from the hospital 2 weeks later. On the same day of discharge, antibiotic therapy was discontinued and the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available.